Manufacturer narrative:
A visual examination of the complaint device revealed that the distal tip of the inner shaft was broken. Based on the observed damage, the most probable cause of the broken tip was determined to be that the device made impact with a hard object during clinical use. Ascent's instructions for use states, "do not allow the arthroscopic shaver to come in contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." The device history record for the returned device indicates that the cutter passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during the procedure the tip of the arthroscopic cutter broke off in the patient's knee. The piece was easily retrieved and no patient injury was reported.